Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device prompted a 'device not ready' message. Upon evaluation, physio-control observed that the device locked up while testing and would not respond to button presses. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device prompted a 'device not ready' message. Upon evaluation, physio-control observed that the device locked up while testing and would not respond to button presses. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue could not be determined.